Manufacturer narrative:
Device evaluation provided in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to unspecified reasons. The patient was implanted with a new aus device consisting of a 4.0cm cuff, 61-70cm h2o balloon and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was explanted due to unspecified reasons. The patient was implanted with a new aus device consisting of a 4.0cm cuff, 61-70cm h2o balloon and pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.